Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated bg level displayed as "high" on the continuous glucose monitor (value not provided). The cause was unknown. The customer delivered a correction bolus and administered a manual injection of insulin to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.